Event description:
It was reported that episodes of ventricular fibrillation (vf) were observed on the device; the device delivered inadequate high voltage therapy for some episodes. The healthcare provider suspected the ineffective shocks were due to the patient discontinuing medication. The device was at elective replacement indicator (eri) and was explanted and replaced. The new device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that episodes of ventricular fibrillation (vf) were observed on the device; the device delivered inadequate high voltage therapy for some episodes. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.